Event description:
It was reported that while ventilating a patient there were no alarms when the patient desaturated. The saturation values are unknown. Importer reference #: (B)(4). Manufacturer reference #: (B)(4). Please refer MFR report # 8010042-2013-00209.